Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was reported insulin flow blocked alarm during prime. No harm requiring medical intervention was reported. Partial troubleshooting was performed due to customer declined to troubleshoot, and issue was unresolved. Customer will discontinue to use of the product. The product will be returned for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for alleged insulin flow blocked alarm observed on 29-aug-2022. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 65 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 2 no delivery alarms during priming: start date 08/23/2022 13:24:02.000 end date 08/23/2022 13:59:12.000. 1 no delivery alarm during basal: start date 08/23/2022 14:35:00.000. 1 no delivery alarms during priming: start date 08/23/2022 15:50:54.000. 3 no delivery alarms during bolus: start date 08/23/2022 18:56:46.000 end date 08/23/2022 18:59:22.000. 4 no delivery alarms during priming: start date 08/23/2022 19:00:55.000 end date 08/23/2022 19:23:58.000. 2 no delivery alarms during bolus: start date 08/23/2022 19:36:38.000 end date 08/23/2022 19:37:00.000. 2 no delivery alarms during priming: start date 08/23/2022 19:44:33.000 end date 08/23/2022 19:46:32.000. 1 no delivery alarms during bolus: start date 08/23/2022 19:48:41.000. 1 no delivery alarms during priming: start date 08/23/2022 19:50:14.000. 1 no delivery alarm during basal: start date 08/23/2022 20:35:00.000. 2 no delivery alarms during bolus: start date 08/23/2022 20:50:15.000 end date 08/23/2022 20:50:35.000. 1 no delivery alarm during priming: start date 08/23/2022 20:51:48.000. 4 no delivery alarms during basal: start date 08/23/2022 21:12:00.000 end date 08/23/2022 21:45:00.000. 1 no delivery alarm during priming: start date 08/23/2022 21:46:47.000. 2 no delivery alarms during basal: start date 08/23/2022 22:49:00.000 end date 08/23/2022 22:51:00.000. 2 no delivery alarms during priming: start date 08/23/2022 22:52:01.000 end date 08/23/2022 22:53:50.000. 1 no delivery alarm during basal: start date 08/24/2022 00:12:00.000. 1 no delivery alarm during priming: start date 08/24/2022 00:16:53.000. 4 no delivery alarms during basal: start date 08/24/2022 01:23:00.000 stop date: 08/24/2022 01:44:00.000. 1 no delivery alarm during priming: start date 08/24/2022 01:46:05.000. 19 no delivery alarms during basal: start date 08/24/2022 02:44:00.000 end date 08/24/2022 12:15:00.000. 1 no delivery alarm during priming: start date 08/24/2022 13:36:55.000. 2 no delivery alarms during basal: start date 08/24/2022 14:13:00.000 end date 08/24/2022 14:14:00.000. 6 no delivery alarm during priming: start date 08/25/2022 10:40:53.000 end date 08/29/2022 10:16:54.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump passed function testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.